Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Customer had eaten to treat the low bg level. Reportedly, the customer declined further troubleshooting from tandem technical support.